Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head was halation became more pronounced. The issue was found while device was inside the patient during sedation for a video assisted thoracoscopic surgery therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.